Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing, specifically a hi-pot test. The cause for the failure was isolated to a damaged trunk cable. The trunk cable was cut, resulting in several wires having cuts in the insulation, causing multiple wires to short together. The root cause for the damaged trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was causing a service code 204 (belt/monitor unusable).